Event description:
The implanting surgeon changed his intended surgical procedure from a hip resurfacing to a total hip replacement and removed the patient's femoral head. Due to difficulties placing the implant and the amended surgical procedure, the surgical time was extended 30-60 minutes.

Event description:
It was reported that when the surgeon was inserting the femoral head, the implant's stem would not pass down through the desired hole.